Event description:
Reporter alleged the customer couldn't test when she was feeling shaky, sweaty, and clammy because the aviva system would not power on. Reporter stated the emt's were called, they obtained a 28 mg/dl result on their system and treated the customer with a glucose IV before taking her to the hospital where the glucose IV was continued. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.